Manufacturer narrative:
(B)(4). Exemption number: e2016031. Ziv6-35-125-5.0-40-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market registered as PMA/510(k) # p100022. The ziv6-35-125-5.0-40-ptx device of lot number c1204188 was discarded and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. It may be noted that packaging of the zilver ptx consists of the foil pouch (non-sterile), and tyvek pouch (sterile). Foil pouch contains tyvek pouch. Additional information was requested from the customer with relation to which part of the device had the tear/puncture. The following was received: "I was informed the sterile packaging had a tear/puncture in it so I presume this meant the tyvek packaging..." In addition it was also stated that "...no photos were taken prior to the product being discarded." It may be noted that this discrepancy was discovered prior to patient contact, and another device was then opened and the case was completed successfully. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Quality control were contacted to determine if it was possible this event occurred in cook ireland, and the following was stated: "the tyvek packaging is inspected by qc at both pkqc and post steri qc. Based on the checks in place, it would be unlikely that a tear/ puncture would be missed by qc." The customer confirmed that it was the tyvek packaging that was involved in this complaint. It may be noted that the foil pouch must be opened first to notice any issues with the tyvek. Due to internal check in place at cook ireland (cirl), as outlined above, it is unlikely that the tyvek could have been packaged with a tear in it. Therefore the most likely cause of the issue is that the customer inadvertently opened the tyvek pouch while opening the foil pouch. However as the conditions of use cannot be replicated, and no images or device packaging are being returned, a definite root cause cannot be determined. It may be noted that as per the instructions for use, it states to inspect the product to ensure no damage has occurred on removal from packaging. In addition it also states that the device is sterile if the sterile package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with the lot number c1204188. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1204188. The reported issue was detected prior to patient contact therefore there was no patient impact due to this occurrence. Another device was then opened and the case was completed successfully. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of additional information. Investigation has been updated and the conclusion of this investigation. Initial report details: the device was taken out of the box but it was noticed that there was a puncture/tear hole in the sterile packaging. Accordingly, it was decided that the product was no longer sterile and was discarded. Another device was then opened and the case was completed successfully. Additional information: clarification was received confirming that the sales rep was informed that the sterile packaging had a tear/puncture in it so it is presumed that this meant the tyvek packaging. Also, unfortunately no photos were taken prior to the product being discarded.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 ziv6-35-125-5.0-40-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market registered as PMA/510(k) # p100022. The ziv6-35-125-5.0-40-ptx device of lot number c1204188 was discarded and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. It may be noted that packaging of the zilver ptx consists of the foil pouch (non-sterile), and tyvek pouch (sterile). Foil pouch contains tyvek pouch. Additional information was requested from the customer with relation to which part of the device had the tear/puncture. According to the complaint description: ¿the device was taken out of the box but it was noticed that there was a puncture/tear hole in the sterile packaging.¿ the outer packaging (foil packaging) is the first seen, which suggests that this was the component with the puncture/tear (inner tyvek packaging is the sterile packaging).clarification was requested from the customer, however this information was not provided at the time this investigation was being completed.the investigation will be updated if this information is received. It may be noted that this discrepancy was discovered prior to patient contact, and another device was then opened and the case was completed successfully. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It is possible that damage to the packaging could occur due to excessive handling or during transport. However as the conditions of transport or storage cannot be replicated in the laboratory and as actual use conditions cannot be replicated in the laboratory we are unable to conclusively determine the cause of this complaint. It may be noted that as per the instructions for use, ifu0063-6, its states that the device is sterile if the sterile package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with the lot number c1204188. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1204188. The reported issue was detected prior to patient contact therefore there was no patient impact due to this occurrence. Another device was then opened and the case was completed successfully. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
This follow up report is being submitted due to the completion of the investigation into this event and an update to the conclusion of this investigation. Initial report details: the device was taken out of the box but it was noticed that there was a puncture/tear hole in the sterile packaging. Accordingly, it was decided that the product was no longer sterile and was discarded. Another device was then opened and the case was completed successfully.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p050017/s002 and s003 the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The device was taken out of the box but it was noticed that there was a puncture/tear hole in the sterile packaging. Accordingly, it was decided that the product was no longer sterile and was discarded. Another device was then opened and the case was completed successfully.